Manufacturer narrative:
One-year clinical outcome of patients treated with resolute onyx versus resolute integrity: a comparison of the hostonyx and host-resolinte registriesjournal of the journal of the american college of cardiology (netherlands) doi: 10.1016/j.jacc.2017.09.988. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that there was an interm study to compare patients who received resolute onyx and resolute integrity. A total of 997 patients in resolute onyx registry and 3,004 patients in resolute integrity registry completed 1-year follow up. Adverse events including cardiac death, target vessel-related myocardial infarction, target vessel revascularization and stent thrombosis were reported to have occurred at 1 year post pci.

Manufacturer narrative:
Patients history includes hypertension , diabetes, dyslipidaemia, chronic kidney disease, peripheral artery disease , previous pci, previous mi. Clinical diagnosis include silent ischemia, stable angina, unstable angina, st-elevation myocardial infarction and non st-elevation myocardial infarction. If information is provided in the future, a supplemental report will be issued.